Event description:
A surgeon reported that there was poor aspiration during surgery. The system was exchanged and the case was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).